Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-04042 and 3005099803-2011-04111 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, a single electrode was available in ircu. After unpacking the electrode (mr # 3005099803-2011-04041), the radiologist observed a significant amount of an unknown white substance, crystalline in appearance, at the distal tip. The case was delayed while a replacement was located. Reportedly, the delay caused patient distress as the patient did not respond well to being under general anesthesia. The case continued using a second electrode (mr # 3005099803-2011-04042), but roll-off was not able to be achieved. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device confirmed the presence of a white crystalline deposit (foreign matter) on the base of the array and the cannula tip. No device damage was visible. The foreign matter was previously sent to an outside lab where an energy dispersive spectroscopy (eds) microanalysis was performed to identify the elements contained in the residue. The analysis found that the material contained sulfur and oxygen as the major elements, while carbon, nitrogen, and phosphorous were detected at lower levels. The condition of the returned incident device was consistent with the complaint that foreign matter was identified at the tip of the electrode. The evaluation confirmed the presence of the foreign matter and prior analysis of the material found that it was of non-organic origin. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Additional information: after the crystalline substance was identified on the electrode, the array tines were extended and retracted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-04042 and 3005099803-2011-04111 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, a single electrode was available in (B)(4). After unpacking the electrode (mr # 3005099803-2011-04041), the radiologist observed a significant amount of an unknown white substance, crystalline in appearance, at the distal tip. The case was delayed while a replacement was located. Reportedly, the delay caused patient distress as the patient did not respond well to being under general anesthesia. The case continued using a second electrode (mr # 3005099803-2011-04042), but roll-off was not able to be achieved. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.